Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a water drainage failure. The issue was observed during prep for use on a diagnostic (medical examination) procedure. The procedure was completed with a similar device and there were no reports of delays, and no patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had a white-clouded area, the up/down knob had corrosion, the plastic distal end cover had a scratch, the connecting tube had a scratch, and the connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope, and another ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was. Additionally, it is unknown if the reprocessing method was implemented in line with the instructions for use (IFU). The cause of the remaining foreign material could not be identified. As a result of component analysis, the foreign material was found to be a mixture of organic silicone, protein, and carboxylate or hydroxide. Organic silicon and carboxylate can originate from some chemical. Protein can originate from body fluids. It is possible that hydroxide (rust) could have been generated due to corrode having been accelerated by tap water or chlorine. After checking the air / water channel, it was confirmed that the foreign material remained inside the channel. It was estimated that insufficient draining was caused since the flow of air / water nozzle has not been enough due to the remaining foreign material in the channel. Although it is difficult to specify the cause of the remaining foreign matter in the channel, it was estimated that the residue dried and adhered inside the channel due to insufficient reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.